Event description:
It was reported that when the doctor went to deflate the inflatable penile prosthesis (ipp) he had to hold down the deflation button at the same time he squeezed the implant. The doctor was unhappy because he never had to do that before. The procedure was successfully completed.